Event description:
Physician was using intraop arthrex multifire scorpion needle ((B) (4)/lot 234267) and the physician observed the tip of the device was missing. Xray was done of the right shoulder the xray was clear/nothing observed in the right shoulder.